Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with qc cutoff hcg concentrations and high positive hcg urine standards . All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The week prior to the date of this report, the patient received a positive hcg result using a home pregnancy test. The patient then when to the facility where a first morning, mid-stream urine sample was collected and tested on the medline hcg urine cassette. The medline hcg urine cassette produced a negative hcg result. The customer then repeated the test using a second medline hcg urine cassette and the second again produced a negative hcg result. The customer then instructed the patient to wait a week and return to the facility for a retest. On (B)(6) 2017, the patient performed a second home pregnancy test and received a positive hcg result. On (B)(6) 2017, the patient returned to the facility for a follow-up visit and another first morning, mid-stream urine sample was collected. A medline hcg urine cassette produced a negative hcg result. The patient was then sent to another facility where an unknown brand of hcg lateral flow test produced a positive hcg result.